Manufacturer narrative:
Field service engineer troubleshot table monitor problem and found the video distribution box was not powering up due to a bad power supply. Fse replaced power supply and then checked and verified the system for proper operation per hutdr service manual. System returned to full service by the customer.

Event description:
On (B)(6): facility operating room head rn reports that staff were performing an undetermined urology procedure on a pt when system monitors failed. Staff had to move pt to another room where physician completed procedure w/o further incident. No reported injury.